Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p13-24 that has a similar product distributed in the us, list number 4z21, with 510k number k202525. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results for one female patient. The following data was provided: sid (B)(6) alinity I stat high-sensitive troponin-I results: (B)(6) 2026 23:27h 454.3 ng/l, (B)(6) 2026 19:45h 482.9 ng/l, (B)(6) 2026 19:12h 43.6 ng/l, (normal range <15.6 ng/l). Roche troponin t (serum) 5.21 ng/l, li-heparin 5.59 ng/l (normal range <40 pg/ml). No impact to patient management was reported.